Event description:
Dealer said the user said they could not drive forward or reverse. Dealer said he was able to if he sip an puff extremely hard. Dealer said the settings were .20 and .10 for the hands and softs. Dealer said he tried his own straw and it did not change.